Manufacturer narrative:
There was no adverse event reported for this incident. The manufacturer requested the device be returned so that an engineering investigation could be performed; however, the patient did not want to release the device. Therefore, resmed is unable to confirm the alleged malfunction. The incident and severity of this failure type are subjected to on-going monitoring.

Event description:
It was reported to resmed that an s8 elite device started to smoke.